Event description:
Device history record was reviewed and nothing was found related to the reported event device history log was reviewed. On the date of the event (18 june 2025), there are no events recorded. June 17 is the last date on which events are recorded, several occlusion alarms were found, preceded by occlusion pre-alarms. Investigation revision: correction of the date of the event in the device log review part. The reported device was received in brézins for investigation. Once in brezins, nothing was noticed during external visual check. Following visual inspection, it has been confirmed that the pre-alarm is selected in the parameters. Functional tests were performed related to the reported event were carried out. Occlusion pre-alarms are triggered well before occlusion alarms are triggered. However, occlusion alarms are triggered at a threshold that is too low compared with the set threshold, so some pre-alarms are only visible for a short time because the alarm is triggered quickly. The event is not reproduced because the pre-alarms are triggered. Quality control was performed and the air test failed and also the downstream pressure test. Therefore, this complaint is considered as not valid with no issue on pre-alarms. However, it is advisable to check the air sensor and the downstream pressure sensor. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported by customer: pre-alarm no longer ringing? Sounds occlusion. Replacing pump. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.